Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering actuated the device and fired clips one at a time. Engineering was able to replicate the customer's experience of clips being "released simultaneously." The device was disassembled for further evaluation. The root cause of the customer's experience of clips releasing simultaneously was likely due to the design of the clip applier, which is not designed for rapid trigger actuation. The device cannot properly reset if the trigger is actuated prior to returning to its initial position. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has reviewed the details surrounding the incident and related products. Applied medical appreciates your feedback and will continue to improve the form, function, and ease of use of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Cholecystectomy - "clip applier was used in this hospital several times without any issues. During several release trials, the clip applier did not release any clips. They tested it extracorporal and it worked. During the next trial, in the situs, 2 clips were released simultaneously, as well, clips could not be closed. They opened a new device which performed well." Patient status ok.